Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were having difficulty charging the implant and were not able to do so. When the patient started a charge session she had no coupling bars and her implant battery was getting low. Troubleshooting had the patient reposition the antenna and turn the dial through all four positions and the antenna locate feature was used. The issue was not resolved. The patient mentioned she had weight gain from stress lately and saw no visible changes or symptoms at the implant site. It was noted that the patient was standing during troubleshooting and it was suggested to try sitting and leaning forward, but the patient declined as she felt standing was better for her. The patient was directed to follow-up with their healthcare provider for further troubleshooting. The indication for use was spinal pain. No patient symptoms reported. It was reported that the circumstances leading to the patients poor coupling and difficulty charging was due to the charger not keeping a charge. The step taken was meeting with a manufacturer's representative (rep). The issue has been resolved and it seems to be the battery in the stomach was tilted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.